Event description:
It was reported via phone call, that the customer received a battery out limit alarm, as well as a no delivery alarm. Troubleshooting occured. Customer's blood glucose level at the time 290mg/dl. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.